Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart alarm error test, displacement test due to blank display. Insulin pump had cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was condensation inside of the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that there was fluid under the lcd display. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.